Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The bottom case seal was removed. The plunger case seal was intact however. The top case had a dent by the front left bottom corner. In addition, the tube seal was missing and there was visible contamination on the unit. The investigator was unable to retrieve the event history log due to a power up issue. The customer reported product problem regarding the faulty pcb was confirmed. The unit was unable to power up. This issue was occurred because the interconnect board had a missing/broken flex cable and connector. This issue was caused by the customer. This was established as the root cause. The interconnect board was replaced, after which the pump passed all the functional tests.

Event description:
It was reported that there was an unspecified issue with the pcb interconnect board of the medfusion pump. No patient injury or complications were reported in relation to this event.